Event description:
It was reported that during an unk procedure, the clip wasn't loaded properly and fell off the jaw. Another device was used to complete the case. There was no adverse consequence to the pt.